Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to lead malfunctions. The right ventricular (rv) lead had fracture, oversensing, noise, high and undefined pacing impedance, diminished sensing, and high thresholds. The patient had vomiting. It was noted that every time the device was interrogated, the patient received inappropriate therapy. The lead was reprogrammed off. No further patient complications have been reported as a result of this event.